Event description:
It was reported philips field service engineer was onsite servicing the unit, error code (ec) 1124 - check vent: battery failed was identified in the event log and the battery light emitting diode (led) was not illuminated. Furthermore, the unit does not work on battery power. Since this issue was identified during servicing of the device, there was no patient contact and no reports of patient or user harm or injury. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer¿s alleged malfunction was confirmed; however, unsuccessful due diligence attempts were made to receive repair information. A supplemental report will be submitted if new information is received.